Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, when leaving an appointment, the patient felt leg weakness, visual disturbances, and was shaking. The patient reportedly checked the receiver. The patient could not recall the estimated glucose value (egv) at that time. The bg was not checked at that time to verify her symptoms. While driving home, the patient hit another car. Emergency medical service (ems) arrived and tested the bg. The bg and cgm values were not remembered, but the patient was informed that it was inaccurate (not specified whether low or high bias). The patient reported vision loss. The patient was treated with unspecified fluids and medication and advised to eat. She was transported to the emergency department (ed) and underwent computed tomography (CT). There was no documentation of further medical evaluation or intervention for symptomatic hypoglycemia. The patient was discharged the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. At the time of the report, the patient was feeling fine. No additional patient or event information is available.